Event description:
It was reported that during a follow up in clinic, oversensing due to noise was noted on the right atrial (ra) lead resulting in inappropriate mode switching. Provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed. The patient was in stable condition and will continue to be monitored.